Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the objective lens unit fluid damage, the mechanical base plate corroded, the nozzle gluing missing, the insertion flexible tube (ift) disinfections damage, the distal body worn out, the insertion flexible tube (ift) discolored, and the cmos-m with drive pcb objective lens cracked; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).